Manufacturer narrative:
This information was received from the (B)(6) study investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after the ventricular assist device (vad) implant procedure, the patient experienced right heart failure. The patient's poor response to diuretics lead to fluid overload and increasing creatinine (cr), and lactate persistently elevated. An echocardiogram showed a severely dilated and hypokinetic right ventricle (rv). The patient was treated with inotropic medication. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that nine days prior to the patient¿s death, the patient experienced delirium and the patient required frequent re-orientation. Of note, the patient was impulsive, restless, and agitated and oral antipsychotic medication was ordered to promote sleep, restlessness, and impulsivity. The patient was also administered a sedative medication via intravenous (IV). One day later, the patient experienced a blood stream infection, hypotension, leukopenia and increasing oxygen requirement. Pan cultures were taken, and a performed chest x-ray showed left lower lobe (lll) consolidation. It was recommended that the patient was to start on IV antibiotics. A computerized tomography (CT) scan and further workup blood cultured revealed positive gram-positive bacillus and further antibiotics were prescribed.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Corrected sections: - b5 desc evt problem: corrected to include additional adverse event experienced by the patient, diagnosis and intervention performed - h6 patient codes (ime/annex e), imf (annex f) health impact, eval code method (fdm/annex b), eval code result (fdr/annex c): corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that, one week following the implant of a left vad, the patient experienced right-heart failure. The patient's poor response to diuretics lead to fluid overload and increasing creatinine (cr), and lactate persistently elevated. An echocardiogram showed a severely dilated and hypo-kinetic right ventricle (rv). The patient was treated with inotropic medication. Additional information further reported that the patient's right ventricle (rv) function worsened resulting in acute renal failure and hepatic dysfunction. Attempts to diurese with medications were unsuccessful and continuous renal replacement therapy was started. The patient then experienced low glucose and warfarin sensitivity along with aspartate transaminase (ast) and alanine aminotransferase (aln) three times greater than the upper limits of normal (uln) from the hepatic dysfunction. The patient required increasing doses of inotropes to maintain blood pressure (bp). The patient's blood pressure (bp) suddenly dropped, and the patient expired. It was further reported that the cause of death was suspected to be due to failure to thrive and multi-organ failure (msof). It was further reported that nine days prior to the patient¿s death, the patient experienced delirium and the patient required frequent re-orientation. Of note, the patient was impulsive, restless, and agitated and oral antipsychotic medication was ordered to promote sleep, restlessness, and impulsivity. The patient was also administered a sedative medication via intravenous (IV). One day later, the patient experienced a blood stream infection, hypotension, leukopenia and increasing oxygen requirement. Pan cultures were taken, and a performed chest x-ray showed left lower lobe (lll) consolidation. It was recommended that the patient was to start on IV antibiotics. A computerized tomography (CT) scan and further workup blood cultured revealed positive gram-positive bacillus and further antibiotics were prescribed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure, renal dysfunction, hepatic dysfunction, multi-system organ failure, infection and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of death was due to failure to thrive and multi system organ failure (msof). The cause of death was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the cause of death. The cause of death was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that, one week following the implant of a left ventricular assist device (vad), the patient experienced right-heart failure. The patient's poor response to diuretics lead to fluid overload and increasing creatinine (cr), and lactate persistently elevated. An echo-cardiogram showed a severely dilated and hypo-kinetic right ventricle (rv). The patient was treated with inotropic medication. Additional information further reported that the patient's right ventricle (rv) function worsened resulting in acute renal failure and hepatic dysfunction. Attempts to diurese with medications were unsuccessful and continuous renal replacement therapy was started. The patient then experienced low glucose and warfarin sensitivity along with aspartate transaminase (ast) and alanine aminotransferase (aln) three times greater than the upper limits of normal (uln) from the hepatic dysfunction. The patient required increasing doses of inotropes to maintain blood pressure (bp). The patient's blood pressure (bp) suddenly dropped, and the patient expired. It was further reported that the cause of death was suspected to be due to failure to thribe and multi-organ failure (msof). Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, right ventricular failure, renal dysfunction, hepatic dysfunction, multi-system organ failure and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right ventricle (rv) function worsened resulting in acute renal failure and hepatic dysfunction. Attempts to diurese with medications were unsuccessful and continuous renal replacement therapy was started. The patient then experienced low glucose and warfarin sensitivity along with aspartate transaminase (ast) and alanine aminotransferase (aln) three times greater than the upper limits of normal (uln) from the hepatic dysfunction. The patient required increasing doses of inotropes to maintain blood pressure (bp). The patient requested do not resuscitate status. The patient's bp suddenly dropped and the patient expired.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the vad was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that, one week following the implant of a left ventricular assist device (vad), the patient experienced right-heart failure. The patient's poor response to diuretics lead to fluid overload and increasing creatinine (cr), and lactate persistently elevated. An echo-cardiogram showed a severely dilated and hypo-kinetic right ventricle (rv). The patient was treated with inotropic medication. Additional information further reported that the patient's right ventricle (rv) function worsened resulting in acute renal failure and hepatic dysfunction. Attempts to diurese with medications were unsuccessful and continuous renal replacement therapy was started. The patient then experienced low glucose and warfarin sensitivity along with aspartate transaminase (ast) and alanine aminotransferase (aln) three times greater than the upper limits of normal (uln) from the hepatic dysfunction. The patient required increasing doses of inotropes to maintain blood pressure (bp). The patient's blood pressure (bp) suddenly dropped, and the patient expired. Based on the available information, there is no evidence to indicate that a device malfunction or performa nce issue caused or contributed to the reported event. Per the instructions for use, right ventricular failure, hemolysis, renal dysfunction, hepatic dysfunction, and death are known potential complications associated with the implantation of a vad. Possible clini cal factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.